Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2019 the following findings: during investigation, according to the embedded serial number the pump returned was found to have the incorrect serial number label, pump returned is accurately 73-27043-15 . The complaint regarding cs064 alarms could not be verified in the black box or alarm history. Investigation basal and bolus delivery was unable to duplicate alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 07-nov-2017, the reporter contacted animas alleging that there was a call service 064 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.